Manufacturer narrative:
On (B)(6) 2011 a bec field service engineer (fse) inspected the instrument noted the hydro leak. Fse replaced a broken float switch which could have caused the event. The instrument was primed a total of 40 times, and no issues were noted. The instrument was returned to the customer and no furthers hydro leak reports been filed. Bec internal notification number is (B)(4).

Event description:
A customer contacted beckman coulter inc (bec) to report unicel dxc 800p synchron chemistry analyzer leaked from the hydro compartment. Per customer, no patient results have been affected by this event. No injury or exposure was reported.